Manufacturer narrative:
This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the instrument is missing a ball bearing.

Manufacturer narrative:
Visual inspection of the shim confirmed that one of the two ball bearings and associated spring was found missing. The missing ball bearing and spring were not returned. Tasp shim exhibited wear marks on both the proximal and distal surface. Review of the device history records and receiving inspections report did not find any deviations or anomalies. These devices are used for treatment. A notification was sent to the field on august 28, 2014 to provide clarifications relating to the cleaning techniques for tibial articular surface provisional constructs for all persona users on file at the time of the field notice. It was unknown what cleaning technique was used for this device. Therefore, the root cause is considered to be a previously addressed design issue.